Event description:
New information received noted that the physician explanted and replaced the pm.

Event description:
New information received noted that there were no patient consequences post-procedure.

Manufacturer narrative:
Correction: section b5, the software reset should have been mentioned previously. Correction: section h6, the code "2959, inappropriate or unexpected reset" should have been included previously.

Event description:
It was reported that the pacemaker (pm) exhibited premature battery depletion. The patient expressed anxiety upon learning this. Additionally, a software reset was noted on the pm. No intervention was reported. There were no patient consequences noted.

Event description:
It was reported that the pacemaker (pm) exhibited premature battery depletion. The patient expressed anxiety upon learning this. No intervention was reported. There were no patient consequences noted.

Manufacturer narrative:
Further information was requested but not received.